Event description:
Customer reported: the doctor stated this catheter needed to be exchanged because the patient could not be dialyzed due to a continuous stream of air bubbles in the arterial lumen of the hemostream catheter.

Manufacturer narrative:
The returned complainant sample was visually evaluated. There were markings on the luer caused by something such as a hemostat which would have been made after the production of this catheter. The sample was leak tested with a syringe, and initially passed. During repeat of the test, the sample failed when clamped. The sample was then attached to a pressure gauge in order to conduct an additional leak test and failed. We were able to determine at that time, the leak is from the connection with the worn down luer thread. We removed the arterial cap to find the tubing completely dry which would further indicate the leak is due to the condition of the luer thread. Per the risk analysis, a leak on the arterial lumen is less critical then a venous lumen leak, as the machine will alarm and the dialysis would be stopped due to air in the dialysis machine.